Event description:
The customer reported a (B)(6) result tested for antibody to (B)(6) from one patient sample. It is not known if the erroneous result was reported outside of the laboratory. The initial (B)(6) result was (B)(6). The sample was repeated at another laboratory on an architect analyzer where the result was (B)(6). No adverse event was reported. The serial number for the e411 system was not provided.

Manufacturer narrative:
The customer states the patient is in her "(B)(6)." This event occurred in (B)(6).

Manufacturer narrative:
The customer provided the sample for investigation. The results of the preliminary investigation are comparable to the customer's result. During the investigation, a negative result was also received when performing an (B)(6) analysis. The sample was also tested with (B)(6) where no reaction was observed. The result is assumed to be correctly negative.